Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a hematoma over their device implant site. Additional information provided from the field indicated the patient was admitted to the hospital due to the hematoma, as well as bleeding. While in the cardiology unit, surgical intervention was performed, and the hematoma was evacuated, and the wound was closed up again. Afterwards, the patient's hematoma subsided considerably. All evidence indicates the crt-d remains in service and no additional adverse patient effects were reported.